Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Olympus service operation repair center (sorc) found the following. The igniter of the subject device was aging deterioration. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The igniter was aging deterioration since more than 7 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device was not returned to factory of omsc but was returned to service department. Inspection of the device confirmed that igniter board was defective. There is possibility that the reported event was caused by the defect of the igniter board of the device. If additional information becomes available, this report will be supplemented.

Event description:
The user reported to the service department of olympus medical systems corp. (Omsc) that the main lamp of the device did not ignite. There was no report of patient injury associated with this event.